Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her pump battery is dying quickly and the display is not returning. She said that this issue started about a month prior and has already happened twice. Her blood glucose is unknown. During blood glucose troubleshooting, she said that there are cracks along the corners of the screen and over the battery compartment. The customer said that the pump may have hit the counter or floor a few times. She was advised that the insulin pump would need to be replaced, to discontinue use of the pump and revert to a backup plan per her doctor¿s orders. The pump will be returning for analysis.

Manufacturer narrative:
Unit received with currents in spec. No blank display. Lcd board ok. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.